Event description:
New information received indicated the leadless pacemaker remained implanted.

Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete catheter was returned in one piece for analysis. Visual inspection found the bullets were misaligned. X-ray examination found one of the tethers slipped inside the release tether screw. These findings may have contributed to the reported event of premature release. As a result of this finding, abbott is performing further investigation.

Event description:
Related manufacturer reference number: 2017865-2023-24100. It was reported the patient presented for a leadless pacemaker (lp) implant. After screwing into a chosen location, the lp was seen to immediately release from the delivery catheter when put into tether mode. It was unknown if the lp remains implanted or was exchanged. There were no reported patient consequences. Further information was requested but not yet received.